Manufacturer narrative:
The reagent lot number and the expiration date were requested but not provided. The field service engineer (fse) found issues with the measuring cell, the gear pump head, and the syringe seal; the electrochemilluminescence (ecl) sippers were bent. The investigation determined the event was due to a maintenance issue.

Event description:
The initial reporter received a questionable troponin t result from one patient sample tested on the cobas e 801 analytical unit. The result from a previous sample (one day ago) from line 1 was 3 ng/l. The initial result of the reported patient sample from line 3 was 29 ng/l. The repeat result of the reported patient sample from line 2 was 3 ng/l. The analyzer also gave a signal alarm.